Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that there were no exposures. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there were no exposures. Review of the log files showed disk (bay) or dimms or psu or empty battery related issue. Upon troubleshooting, the field service engineer identified that the ippc has power input but won't power on even when the on button was manually pressed. Fse check error logs and found power supply in the ippc has failed. To resolve the issue fse replaced the ippc. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.